Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The pump user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent occlusion alarm occurred. Customer's blood glucose level ranged from 140 mg/dl to 240 mg/dl. Reportedly, the customer was using fiasp insulin, and did not practice the proper air removal techniques. Tandem technical support educated the customer this was off-label. The customer declined further troubleshooting with tandem technical support, changed the pump supplies multiple times to address the issue and continued to use the pump for insulin therapy.